Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a ruthenium interfering factor. This specific interference is addressed in product labeling. No product problem was found. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay (tsh) results for one patient on a cobas 8000 e 602 (e602) module.  On (B)(6) 2016, the initial result was 71.42 miu/l. The initial result was reported outside the laboratory to the doctor. The doctor did not believe the result. On (B)(6) 2016, a second sample was tested by ria with a result of 1.3 uiu/ml. On (B)(6) 2017, a third sample was tested by tsh with a result of 70.31 miu/l. On (B)(6) 2017, the sample was tested on a siemens centaur analyzer with a result of 1.423 miu/l. There was no allegation of an adverse event.  The e602 serial number is (B)(4). Calibration and qc were acceptable.